Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the screen delaminated and doesn't respond to touch. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel. The inverter cable was missing. A replacement cable was installed for testing. The front panel assembly was installed on a known good unit. The display was powered up in service mode for testing. A touch screen display calibration was performed and the touch screen was responsive to calibration. The customers issue could not be duplicated. However, water ingress into the resistive touch screen was noted. This reported event considered a known issue addressed with an internal action. The vela front panel will be stored.